Event description:
It was reported that during a coronary atherectomy procedure, the atherectomy device would not advance into the guiding catheter. The pt experienced a st rise and chest pain. The entire system was removed and the procedure was stopped. The pt status is listed as "okay".